Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not working properly as the pump bulb remained collapsed. The patient services specialist discussed valve troubleshooting techniques and suggested the patient to call doctor back for next steps if he cannot resolve the issue. Few time later, a surgical procedure was performed during which the ipp was removed and replaced due to fluid loss. No patient complications were reported.

Manufacturer narrative:
B3 date of event not provided; date used is approximated.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not working properly as the pump bulb remained collapsed. The patient services specialist discussed valve troubleshooting techniques and suggested the patient to call doctor back for next steps if he cannot resolve the issue. No additional information was reported.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not working properly as the pump bulb remained collapsed. The patient services specialist discussed valve troubleshooting techniques and suggested the patient to call doctor back for next steps if he cannot resolve the issue. Few time later, a surgical procedure was performed during which the ipp was removed and replaced due to fluid loss. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a leak from sharp instrument in the proximal end of the cylinder. Second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionality tested. No damage or abnormalities were found and the pump passed the leak test. Functional test revealed that the pump failed the activation test. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.